Event description:
On (B)(6) 2012, during a follow-up call to the facility for the radiesse needle detachment report, dr (B)(6) provided additional information. He stated that on (B)(6) 2012, during training with (B)(4) personnel, he injected a female patient above her cheek bones. The provided exel needle "twisted off" of one syringe during injection. He was able to continue with the procedure by attaching a new exel needle to the same syringe. He then completed the procedure without issues. No observed or patient reported adverse event(s) occurred at the time of injections. He stated he also injected the patient with belotero into the lip area, with no adverse events experienced to that area. The patient had some redness and swelling after the injections in the right cheek area, and 3 days post-injection reported the events to dr (B)(6). The patient stated she thought the redness was due to the alcohol wipes used at the injection sites, although she is not allergic to alcohol. She was seen by dr (B)(6) on (B)(6) 2012, who observed the redness and multiple "pimples" developed in the right cheek area. He diagnosed impetigo and prescribed oral keflex, 500 mg, 4x day, for 10 days. The patient was again seen by dr (B)(6) on (B)(6) 2012, when he additionally prescribed topical bactroban. The affected area is about 2 cm x 3 cm large on the right cheek, below the injected area.

Manufacturer narrative:
On (B)(4) 2012, an update on patient's recovery status was received, per (B)(6). Patient's infection is resolving. Belotero lot number was requested and not received to date. The device history records for radiesse lot 1033822 were reviewed. All required testing specifications were met prior to release, there were no abnormalities noted.